Event description:
It was reported the workstation intermittently could not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors were reseated, the power supply was adjusted, and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into to service.